Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eci did not operate as intended. The investigation determined all three pt samples were collected from the same pt diagnosed with chronic leukaemia. The pt samples in question were considered truly (B)(6) reactive based on reactive results from an other MFR's pcr hbsag method. The root cause of the false negative (B)(6) result could not be determined, however, a sample interferent could not be ruled out.

Event description:
A customer observed false negative vitros (B)(6) results from three samples drawn from a single pt tested on a vitros eci system. The same pt samples produced reactive results using an other MFR's pcr hbsag method. False negative results may lead to inappropriate physician action. The vitros hbsag negative results obtained from the initial sample collected from the pt were reported by the laboratory. The vitros hbsag negative results obtained from the second and third samples collected from the same pt were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).